Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Condition of samples: one used contaminated sample received for evaluation. The sample was visually evaluated, and no defects were observed. Luer taper test was performed and both the red and blue patient connector failed. The sample was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated failure at both the red and blue patient connector on the set. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: arterial line during hd treatment and then after clamping and disconnecting the lines to flush the catheter, 3 inches of air entered the line at the securement area despite being clamped with continued presence of bubbles; tubing not kept. Next day, same lot, air entered through arterial line while connected to patient despite correct securement procedures resulted, unable to run patient; set up was kept.